Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tenaculum forceps instrument jaws did not work. The procedure was completed with no patient harm. Isi followed up with the initial reporter and obtained the following additional information: the scrub technician did not initially see any cable damage until the instrument was inside the patient. It was unknown if damage to cable was present before as it was not caught prior to being inserted into patient. The standard practice and expectation of the scrub technician was to inspect all instruments prior to use. Instrument was removed and damage was noted and exchanged for a new one. No fragments were noticed loose. It was not reported if any fragments fell inside the patient but if it was, the customer would take an x-ray test. Customer was not aware if patient returned to the hospital due to any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. This causes the jaws not to work. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation related to customer reported complaint: the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.